Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/09/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device displayed an error code indicating blower temperature high. It is unknown if the unit was in clinical use at the time the reported issue was discovered. The event date was not specified, estimate used.